Manufacturer narrative:
On june 25, 2021, mentor became aware that the replacement devices used on june 22, 2021 were catalog number 3501650; serial number (B)(6) on the left side, and catalog number 3501650; (B)(6) on the right side. On july 7, 2021, the mentor failure analysis lab received the device for evaluation. On july 11, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. In addition, was identified a tear within the crease/fold measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation date of explant: (B)(6) 2021 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021.